Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving hydromorphone 3 mg/ml; 1.1 mg/day and compounded baclofen 20 mcg/ml; 7.322 mcg/day via an implantable pump. Indication for use was non-malignant pain. It was reported a volume discrepancy occurred. Since (B)(6) 2014, the actual residual volume (arv) has been greater than the expected residual volume (erv) by 25%-30%. The actual numbers for the refills were not available. The patient experienced increased pain since 2015. Multiple catheter access port (cap) dye studies were done and all were negative. There have been no alarms in the logs. The last refill was (B)(6) 2016. The arv was 6.2 and the erv was 4.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.